Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indication window of a 7f exoseal vascular closure device (vcd) never changed color and finally withdrew from outside the body. Manual compression was held for hemostasis. There was no reported patient injury. The operator strictly followed the operation procedure while using the vcd. After pulsatile blood flow obviously slowed down and stopped, the vcd was continued to be withdrawn slowly. The device was used with a non-cordis sheath. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indication window of a 7f exoseal vascular closure device (vcd) never changed color and finally withdrew from outside the body. Manual compression was held for hemostasis. There was no reported patient injury. The operator strictly followed the operation procedure while using the vcd. After pulsatile blood flow obviously slowed down and stopped, the vcd was continued to be withdrawn slowly. The device was used with a non-cordis sheath. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard was received already locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis was performed successfully with plug deployment and window transition.. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.